Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Product analysis revealed no additional information related to the complaint. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This supplemental report is being filed as update from product investigation and additional information from the field representative was received. Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. This rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Product analysis revealed no additional information related to the complaint. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report was created to correct entry in b5: describe event or problem and h6: device code.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. This rv lead was never in service. No adverse patient effects were reported. It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown noise. This rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. This rv lead was never in service. No adverse patient effects were reported.